Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by customer that during use, the getinge intra aortic balloon pump gave a leakage alarm and was replaced by another machine after the failure. The patient was not harmed.

Manufacturer narrative:
D4- UDI is kept blank because the di number is not available. G4-510k is kept blank because this is system 98 and 510 k is not available. Corrected fields: d10, h6-(type of investigation, component code). Updated fields: b4, d4-serial number, g3, g6, h2, h6- (investigation findings, investigation conclusion,) and h11. A getinge field service engineer has checked the unit and identified that safety disk is the problem and it needs to be replaced. The hospital has been repairing it by itself before. The quotation was given to the hospital and the hospital has not responded as of now. In future if the hospital accepts quotaion or requests repair, then this complaint will be reopened and investigated further. Based on the device evaluation by the fse, the safety disk was identified as the problematic part in the device. However, as hospital did not accept the quote and since no part was replaced and/or returned, root cause evaluation is unable to be performed. The root cause is ¿impossible to define¿.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: e3(occupation).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d1, d4, g2, g3, g6, h2, h3, h6 (investigation type), h11. Corrected fields: d7. A supplemental report will be submitted upon completion of our investigation.